Event description:
The customer reported that the collimator closed down without command. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The mainframe circuit boards were reseated and the software and calibration files were reloaded. The system was then found to be working as intended and put back into service.